Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The peritonitis was manifested by abdominal pain, chills, and cloudy effluent. The patient was seen in the clinic and started on prophylactic vancomycin (2g; route, frequency and duration not reported) and ceftazidime (1g; route, frequency and duration not reported) for peritonitis and was sent to the hospital. Action taken with pd therapy and the patient¿s recovery status were not reported. No additional information is available.